Event description:
It was reported that when a patient presented in the hospital for a routine follow-up, the device could not be interrogated despite multiple attempts. It was noted on an ECG that the device was not pacing. The patient had previously received inappropriate shocks, but did not report to the hospital at that time. Device damage was suspected. The device was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported inability to interrogate and inappropriate therapy delivery were confirmed in the laboratory. The device voltage was found to be below end of service due to excessive charging for noise on the ventricle electrogram channel. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.